Event description:
Customer reported the system will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the wire harness and power motor relay board. System operates as intended. This MDR is related to ge healthcare complaint number.